Event description:
It was reported that right ventricular (rv) lead was dislodged by the physician during open heart surgery. As a result, this rv lead had loss of capture, and was surgically abandoned. A new rv lead was successfully placed. No additional adverse patient effects were reported.